Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, but the dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. The information received indicated the mesh broke apart during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures. A review of the complaint history database and nonconformances revealed no trends for this lot.

Event description:
According to the available information, while placing the device, the mesh broke [tore] apart. There was no patient harm.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, while placing the device, the mesh broke [tore] apart. There was no patient harm.